Event description:
It was reported insufficient ice occurred. A visual-ice cryoablation system was chosen to complete a renal tumor cryoablation. The physician and another physician noted the ice formation was less than expected. There were no patient complications as a result of this event. The procedure was completed successfully. The physician believed the treatment was adequate even though the ice formation was less than expected.

Manufacturer narrative:
D4: model number, lot number, catalog number, serial number, unique identifier (UDI) # updated, product details provided by product investigation team.

Event description:
It was reported insufficient ice occurred. A visual-ice cryoablation system was chosen to complete a renal tumor cryoablation. The physician and another physician noted the ice formation was less than expected. There were no patient complications as a result of this event. The procedure was completed successfully. The physician believed the treatment was adequate even though the ice formation was less than expected.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #.